Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were taken to emergency room and hospitalized on (B)(6) 2020 due to hyperglycemia with blood glucose level of 400 mg/dl. Customer was treated with insulin shots. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of high blood glucose level. Customer experienced symptoms such as vomiting related to high blood glucose level. Customer alleged insulin pump was under delivering. Customer stated that retainer ring was loose and cracked. Customer stated insulin pump was able to lock in place when inserted in the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. The test p-cap locks properly in place in the reservoir compartment noted. Device received with broken belt clip rails, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked select button keypad overlay and serial number label fading. (B)(4).